Event description:
It was reported that following the implant procedure of a right ventricular (rv) leadless pacemaker, the patient developed a pericardial effusion. Pericardiocentesis was performed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.